Manufacturer narrative:
Investigation summary: in response to the event reported a device history review was conducted for lot number 1076046. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, visual analysis was performed on retention samples for this lot, the retained devices were found to be free of any damage or other abnormalities. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported when using the bd intima-ii¿ closed IV catheter system there was foreign matter on the device needle. The following information was provided by the initial reporter. The customer stated: "the patient used a closed venous indwelling needle for surgical infusion. Before performing venipuncture, the nurse found that the indwelling needle shield came out by itself, and the needle was contaminated,." 2021-10-29 received update from sales representative, the event description is updated as follows: the rep had communicated with the nurse and explained that the shield may come loose during transportation. However, if the external package of the indwelling needle is not damaged, the indwelling needle is still in a sterile environment and can be punctured according to the standard operation process."